Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in ada site 5, the implant had not achieved osseointegration. Clinician reports peri-implantitis and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in ada site 5, the implant had not achieved osseointegration. Clinician reports peri-implantitis and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).